Manufacturer narrative:
Analysis of the desktop charger, serial #(B)(4), found the cable assembly connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The patient reported that the cord for her recharger broke and was not an out of box failure. The cord broke and two metal pieces came out. The recharger connector pin was crooked and fell off on (B)(6) 2016. The desktop charger was therefore unable to charge the recharger. She mentioned that this was her third replacement and complained about the connector plug design. The patient's charging history had been "erratic" for the two to three weeks prior to (B)(6) 2016. She had been having trouble charging the implantable neurostimulator (ins) and it did not charge over (B)(4)%, it would not go any further. The ins icon would flash when charging, which showed that it was charging, but never got past (B)(4)%. The patient noted that she did get all eight coupling boxes when charging. She had needed recharging since the morning of (B)(6) 2016 and had been suffering for a week. She was so miserable and was going to have to call the ambulance. She expected the replacement to get there the morning of (B)(6) 2016, but it had not. She was upset and stated that she "assumed if she had to kill herself between now and when her recharger arrived." The patient was still not able to charge past (B)(4)% after getting the replacement desktop charger later that day and she had been charging for about three hours. However, it was noted that the ins was depleted when she started charging. The patient verified the following day that the recharger and ins were fully charged. The patient's indications for use were dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.